Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, review of complaint text, trending data, labeling, device history records and scientific literature. The customer obtained negative results for twenty patient samples when testing was performed using architect sars-cov-2 igg reagent lot 16253fn00. Positive results were obtained for the samples using virclia igg, roche cobas igg and igm and pcr methods. From the data in the complaint text, nine of the twenty samples are grayzone or negative results on the liason igg testing platform, two of the samples show grayzone and negative results respectively on virclia igg. All samples are positive on roche cobas igg+igm, but this assay detects total antibody, i.e. Igg and igm. Return testing was not complete as return samples were not available. Tracking and trending reports were reviewed and did not identify any related trends. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations related to the customers issue. Sensitivity and specificity testing were done using an in-house retained kit of lot 16253fn00 stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Per the limitations of the procedure section of the package insert, architect sars-cov-2 igg results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In this case, no specific patient history was provided for the patients. According to "antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019. Medrxiv", zhao j et al. 2020, to assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from one immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports. Review of the manuscript "performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 16253fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r86-22, that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer observed false negative sars-cov-2 igg results for 20 patients when compared to virclia igg, roche cobas igg and igm and liason igg testing platforms. The following data was provided (<1.4 index (s/c) is negative, >/=1.4 index (s/c) is positive): sample ID (B)(6), a female patient tested 52 days after a positive pcr result, result was 1.24 index (s/c), positive with virclia, roche, and negative with liason testing. Sample ID (B)(6), a female patient tested 42 days after a positive pcr result, result was 1.22 index (s/c), questionable with virclia, positive with roche and liason testing. Sample ID (B)(6), a female patient tested 55 days after a positive pcr result, result was 1.02 index (s/c), positive with virclia, roche, and negative with liason testing. Sample ID (B)(6), a male patient tested 44 days after a positive pcr result, result was 0.90 index (s/c), positive with virclia, roche, and liason testing. Sample ID (B)(6), a female patient tested 48 days after a positive pcr result, result was 1.18 index (s/c), positive with virclia, roche, and negative with liason testing. Sample ID (B)(6), a male patient tested 43 days after a positive pcr result, result was 1.05 index (s/c), positive with virclia, roche, and questionable with liason testing. Sample ID (B)(6), a female patient tested 59 days after a positive pcr result, result was 0.72 index (s/c), positive with virclia, roche, and liason testing. Sample ID (B)(6), a female patient tested 30 days after a positive pcr result, result was 0.88 index (s/c), positive with virclia, roche, and liason testing. Sample ID (B)(6), a female patient tested 53 days after a positive pcr result, result was 0.93 index (s/c), negative with virclia, and positive with roche testing. Sample ID (B)(6), a female patient tested 45 days after a positive pcr result, result was 1.15 index (s/c), positive with virclia, roche, and liason testing. Sample ID (B)(6), a female patient tested 54 days after a positive pcr result, result was 0.92 index (s/c), positive with virclia, roche, and negative with liason testing. Sample ID (B)(6), a patient tested 47 days after a positive pcr result, result was 0.67 index (s/c), positive with roche and liason testing. Sample ID (B)(6), a female patient tested 67 days after a positive pcr result, result was 0.40 index (s/c), positive with virclia, roche, and negative with liason testing. Sample ID (B)(6), a male patient tested 67 days after a positive pcr result, result was 1.04 index (s/c), positive with virclia, roche, and liason testing. Sample ID (B)(6), a male patient tested 66 days after a positive pcr result, result was 0.48 index (s/c), positive with virclia, roche, and negative with liason testing. Sample ID (B)(6), a female patient tested 74 days after a positive pcr result, result was 1.07 index (s/c), positive with virclia, roche, and liason testing. Sample ID (B)(6), a female patient tested 79 days after a positive pcr result, result was 0.52 index (s/c), positive with virclia, roche, and negative with liason testing. Sample ID (B)(6), a male patient tested 80 days after a positive pcr result, result was 0.97 index (s/c), positive with virclia, roche, and liason testing. Sample ID (B)(6), a male patient tested 15 days after a positive pcr result, result was 1.38 index (s/c), positive with virclia, roche, and liason testing. Sample ID (B)(6), a female patient tested 96 days after a positive pcr result, result was 1.39 index (s/c), positive with virclia, roche, and questionable with liason testing. There was no impact to patient management reported.